Manufacturer narrative:
Block e1: second physician in case:(B)(6). Block h6: problem code 3191 captures the reportable event of surgery. Block h10: the complaint device was returned disassembled. The jacket was not returned complete. Visual analysis found the coil was stretched, and one of the pull wires is broken. The jaws, eyelet, needle/washer, clevis, and handle integrity were in good condition. Functional analysis could not be performed due to the condition of the returned device. The failure pull wire broken could be due to material fatigue after several uses, withdrawing the device, or while disassembling and manipulation of the device. Based on the event description and all compiled information, the most probable cause of the event is adverse event related to procedure, as factors or conditions related to the procedure likely could have affected its performance and its intended purpose. An investigation has been initiated to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used in the lung during a transbronchial biopsy procedure related to a right middle lobe cavitary lesion performed on (B)(6) 2019. During the procedure, a monarch robotic bronchoscope was inserted into the right middle lobe of the lungs. Once the bronchoscope reached the target, physician first used a non-bsc needle to acquire a sample of the nodule. After a few unsuccessful attempts, a non-bsc forceps was then used to attempt to acquire a sample but was still unsuccessful. The forceps was then replaced with the radial jaw 4 pediatric biopsy forceps. According to the physician, "I had taken somewhere between 8 and 10 biopsies and literally was on my last biopsy. I extended the forceps into the middle lobe, the technician opened the forceps and under fluoroscopy we were ready to take the last biopsy. When I asked her to close the forceps and then tried to take my biopsy I could not retract the forceps. Fluoroscopy revealed the jaws to be open. I asked the technician to close the jaws and they would not close. I then asked her to open the jaws and at that moment with my hand on the catheter I felt something snap. The jaws remained open and I was unable to withdraw the forceps despite a considerable amount of force. We did cut the proximal end of the forceps so that we could get the bronchoscope out of the patient. The patient was then moved to the operating room with my thoracic surgery colleague. Under general anesthesia and prepped for an emergency thoracotomy in the event of bleeding or airway perforation, she used extreme force to try to extract the forceps. The outer covering essentially came off leaving just the wires. The wires were then grasped and pulled to the point of fracturing loose from the jaws. The jaws were imbedded in the proximal aspect of the right middle lobe. This was not deep into the lung tissue... The jaws appeared to be stuck in an open position in a subsegmental airway of the right middle lobe and were not embedded directly in distal lung." The patient was then transferred to the overnight facility within the hospital. Two days later, a right middle lobe lobectomy procedure was performed to remove the jaw portion of the forceps and diseased tissue. Reportedly, the lobectomy went well, and the patient has since been discharged.

Manufacturer narrative:
Second physician in case: dr. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used in the lung during a transbronchial biopsy procedure related to a right middle lobe cavitary lesion performed on (B)(6) 2019. During the procedure, a monarch robotic bronchoscope was inserted into the right middle lobe of the lungs. Once the bronchoscope reached the target, physician first used a non-bsc needle to acquire a sample of the nodule. After a few unsuccessful attempts, a non-bsc forceps was then used to attempt to acquire a sample but was still unsuccessful. The forceps was then replaced with the radial jaw 4 pediatric biopsy forceps. According to the physician, "I had taken somewhere between 8 and 10 biopsies and literally was on my last biopsy. I extended the forceps into the middle lobe, the technician opened the forceps and under fluoroscopy we were ready to take the last biopsy. When I asked her to close the forceps and then tried to take my biopsy I could not retract the forceps. Fluoroscopy revealed the jaws to be open. I asked the technician to close the jaws and they would not close. I then asked her to open the jaws and at that moment with my hand on the catheter I felt something snap. The jaws remained open and I was unable to withdraw the forceps despite a considerable amount of force. We did cut the proximal end of the forceps so that we could get the bronchoscope out of the patient. The patient was then moved to the operating room with my thoracic surgery colleague. Under general anesthesia and prepped for an emergency thoracotomy in the event of bleeding or airway perforation, she used extreme force to try to extract the forceps. The outer covering essentially came off leaving just the wires. The wires were then grasped and pulled to the point of fracturing loose from the jaws. The jaws were imbedded in the proximal aspect of the right middle lobe. This was not deep into the lung tissue... The jaws appeared to be stuck in an open position in a subsegmental airway of the right middle lobe and were not embedded directly in distal lung." The patient was then transferred to the overnight facility within the hospital. Two days later, a right middle lobe lobectomy procedure was performed to remove the jaw portion of the forceps and diseased tissue. Reportedly, the lobectomy went well, and the patient has since been discharged.